Event description:
It was reported that there was high impedance of 2560 ohms, sensing difficulty, inappropriate therapy, and an apparent lead fracture. The lead was explanted and no further patient complications were reported as a result of this event.